Event description:
"Obeservation of disconnection of the catheter from port and migration of catheter tip into right atrium, with other end of catheter remaining in brachial vein."

Manufacturer narrative:
Removed components were discared by the physician.